Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced leakage. The following information was provided by the initial reporter, translated from japanese: "the hcp confirmed that the fluid was leaking from the adhesion site of the spike and the c35j (membrane) of c180j."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 15-oct-2022 h6: investigation summary the contaminated spike connected to an infusion bag was provided to our quality team for investigation. After proper decontamination of the device, the set was visually inspected and no visible damage or defects were observed. Leakage testing was performed and a small leakage was identified between the connection of the spike and c35 connector. Additional testing was completed, submerging the product in water and performing a pressure test. During this evaluation, it was found the connection between the c35 connector and the spike was not secure. Force testing was performed and while the pieces were welded and could not be manually disconnected, it was found that the connector was slightly angled, creating a small gap in the connection which lead to the leakage reported. A device history review was performed for reported lot 2109207, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed. Upon performing assembly force testing, all product met required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the sample evaluation, it was determined this incident was due to the improper dosing of the loctite, which is used to bond the connector and spike. It was not applied correctly around the entire luer, resulting in the improper assembly of the two pieces. CAPA 6001217 has been initiated to further investigate and prevent any reoccurrence of this issue.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced leakage. The following information was provided by the initial reporter, translated from japanese: "the hcp confirmed that the fluid was leaking from the adhesion site of the spike and the c35j (membrane) of c180j."